Event description:
Boston scientific received information that the patient with this device presented to the hospital after receiving a shock. Review of device memory indicated the device indicated it delivered a shock but the therapy episode had been overwritten by events recorded in the monitor only zone. The patient was reported to have atrial fibrillation with a rapid ventricular response which was likely the cause of the inappropriate shock. A boston scientific technical services representative discussed that the episode likely started in the monitor only zone and then accelerated into a higher zone where detections enhancements did not carry over. The local health care provider reported that the monitor only zone was eliminated. The patient was kept in the hospital overnight to optimize their medical regimen. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.